Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the unit failed to calibrate according to the manufacturer¿s instructions. The service technician indicated the unit failed preventive maintenance (pm). Relief valve cracking flow not stable, pressure relief valve test error message was present. It is unknown if the device had patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 23jun2020. B4: 07jul2020. There was no patient involvement at the time the issue was discovered; therefore, there was no patient or user harm reported. The field service engineer (fse) tried to replace the pressure relief valve but ended up just adjusting and did not replaced it. The fse indicated the neonatal option test failed: pressure accuracy is now failing. The value is too low. The fse readjusted to the pressure relief valve to resolve the reported issue. The pressure relief valve part was opened but returned unused. The fse replaced the sensor printed circuit board (pcb) and replaced the 3-station solenoid. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02nov2020. B4: 09nov2020. Failure analysis on the returned sensor board shows that the sensor board was tested, and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.